Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in vessel tortuosity and calcified coronary artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during advancing the stent strut was shortened and plicated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in vessel tortuosity and calcified coronary artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during advancing the stent strut was shortened and plicated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.